Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy. Drug information was unknown. The patient said she had an MRI before, and she had to have [the pump] shut off because it ¿goes haywire.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.